Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Imaging results can be found. The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent a procedure to repair an aneurysm in the right common iliac artery. It was reported the patient had an existing endurant graft. Subsequent to the originally placed endurant graft, the patient's left limb occluded. The physician successfully performed a fem-fem bypass to get profusion to the left side. It was reported that the physician was attempting to advance the (B)(4) through the patient's tortuous anatomy and was using excessive force. The device came off inside of the sheath (cook sheath). The sheath was removed with the graft still in it, along with the device catheter. A new 18fr. Sheath was used along with a new (B)(4). The procedure was successfully completed that the patient tolerated the procedure. The (B)(4) and the sheath will be returned for evaluation.

Manufacturer narrative:
The device evaluation showed the following: the device was returned with the delivery catheter broken at the trailing olive. The broken leading end of the catheter was not returned and could not be evaluated. The polyimide guidewire lumen had been fractured at the trailing olive. The deployment line was extending out of the trailing olive of the delivery catheter. The deployment knob was still screwed into the hub of the delivery catheter. The endoprosthesis had been deployed inside of the introducer sheath. The endoprosthesis was returned inside the introducer sheath. The findings from the evaluation are consistent with the physician¿s observations. The excluder instructions for use (IFU) clearly states: do not rotate the device delivery catheter while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. The root cause for the broken leading end of the catheter could not be determined with the currently available information. The reported tortuous anatomy and excessive force likely contributed to the event.